Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and expired approximately two days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.